Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer took a shot but her blood glucose was 546 mg/dl. The insulin pump also alarmed motor error. In the middle of priming, insulin started to pour out. Her blood glucose level was high because the insulin pump stopped delivery in the middle of the night. Insulin was squirting out during the manual prime process. The customer treated with a manual injection. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, prime and excessive no delivery alarm tests due to the alarm. No motor error alarm was noted. The motor passed motor test.